Event description:
As reported by the user facility: reports over-infusion. Occurred between 8 am and noon, (B)(6) 2011. Pt was receiving continuous IV therapy. Hung a 100ml bag of versed at 8 am, programmed 12ml/hr at a 1 to 1 equaling 12ml/hr. At noon, pump alarmed air bubble. Nurse checked bag and was empty. Should have lasted 12 hrs. The pump ran 4 hrs before occurrence. No pt injury.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The actual pump in the reported incident was returned for eval. A review of the pump log revealed that there were no infusions performed on (B)(6) 2011 between 8:00am and 12:00pm whereby an infusion was identified that is believed to correspond to the reported event. At 8:05:44, an infusion was started with a rate of 12ml/hr and a vtbi of 90ml. At 12:10:23, the infusion was stopped manually. The actual volume delivered was 48.92ml, or 99.8% of the expected volume. The volume infused was within specification of 100 +/- 5%. The dose calculation was adjusted manually. At 12:10:34, the amount was set for 100mg and the volume for 100ml, giving a drug concentration of 1ml/ml and a new dose rate set of 12 mg/hr. The infusion was started at 12:10:35 an the pump gave an upstream alarm at 12:13:48. The alarm was confirmed and the pump stopped. The pump was placed in standby and there were no further infusions using this pump for the remainder of the day. Based on the log info, the pump performed as programmed by the user. The volumetric accuracy was tested three times using the customer-supplied tubing at a rate of 12ml/hr and a vtbi of 25ml. The test results were within specifications at 24.2ml, 48.92ml, consistent with the pump operation log info. The test results met specification at 50.1ml, 50.2ml, and 49.6ml. There was no occurrence of free flow with the door open or closed. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If additional info becomes available from the MFR, a f/u report will be filed.